Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
Updated information: d4 serial number updated. H6 component code changed to g07003. The investigation for hematoma/ patient-device interaction has been completed. No product was returned. The cause of the bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: section d updates include brand name, catalog number, procode, common device name, serial number, UDI number, exp date, lot number. H4 MFR date added. H6 med dev prob code changed to a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 83 year old male with cardiomyopathy supported by an impella 5.5 was transferred from ut tyler on (B)(6) 2026. Upon arrival, the patient was noted to have a hematoma at the impella insertion site and required transfusion of two units of packed red blood cells on the day of transfer, despite no other obvious signs of bleeding. Based on the available information, the patient experienced access site bleeding with a known pseudoaneurysm present prior to transfer. Clinical factors¿including anticoagulation therapy and patient movement¿may have contributed to the event. The patient required blood transfusion but remained hemodynamically managed without further intervention. At this time, there is no evidence of device malfunction; however, product return is planned for evaluation. The reported patient injury is access site bleeding attributed to the impella access location, and the patient remains on support with outcome pending.